Event description:
(B)(4). The dealer reported that the irc5po2v stationary concentrator was getting hot and smelling like burnt rubber inside the unit. Key word -burnt- is present, and per our procedure, this event will be reported. There was no patient injury.